Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mildly tortuous proximal right superficial femoral artery (sfa). The 5.0mmx80mmx135cm armada 35 balloon dilatation catheter (bdc) was advanced without reported issue; however, the balloon ruptured at 10 atmospheres (atm) and the bdc was removed without reported issue. Reportedly, the balloon ruptured due to interactions with the calcification in the sfa artery. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 4.0mmx80mmx135cm armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture, or labeling of the device.